Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to the sensor of the pacemaker not functioning during exercise and that the rhythm was always at base rate. Technical support was contacted and sensor parameters were reprogrammed to resolve the issue. The patient is in stable condition.